Event description:
Broken needle in body(medical device complication). Case description: this spontaneous report, received from a pharmacist reported as "broken needle in body",-concerns a male pt using a penneedle 31g, 6 mm (novofine needle). In 2005 when the pt was injecting novolin 30 r chu flexpen (dual-acting human insulin) the needle broke of in his body (details unk) and he visited the hosp 8 hours after the accident. An x-ray test was performed, however, no tip of the needle was found. The pt did not re-use the needles. Outcome is reported as unk.

Event description:
Broken needle in body [medical device complication] case description: the pt has not yet recovered. Analysis result: product: novofine g31, lot no.: unk, needle conclusion: the needle tube is broken off at the needle hub. Latest follow-up info received on 5/18/06. Since the last submission the following has been updated: - analysis reply. - outcome changed to not yet recovered.